Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user was unable to log in using bio-ID. A technical support specialist (tss) dialed in to the server to check the user's access, verified that user ID was exempt from bio-ID, informed the customer via email that the user was unable to use bio-ID, checked the ids log and found that the user had logged in successfully, sent a follow-up email to inform the customer of the successful login, requested an update via email, and received a reply from the customer stating that the issue had already been resolved. The system functioned as intended after the technical support specialist investigated the issue. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the user was unable to login using the bio-ID. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.